Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - there is no suspicion of an atrial lead issue (clean signals, no artefacts, good sensing, low pacing threshold). - there is no suspicion of a pacemaker device issue: both the behaviour without magnet and the (specific) observed behaviour under magnet seem normal under this combination of settings / clinical parameters. - technically spoken, no issue is suspected with the ventricular lead or it¿s connection to the pacemaker (clean signals, no artefacts). - as evidenced by the acute worsening nature of the sensing and pacing characteristics, ending up with a high ventricular threshold / loss of ventricular capture, a micro-dislocation and/or perforation of the lead is suspected - phenomenon which are not / not easy to observe on an x-ray and which suggest repositioning of the ventricular lead may be required to correct the situation. - alerts on ¿auto threshold¿ ¿ thresholds essentially being measured every six hours - obey specific rules and depend on the specifications of the rv autothreshold algorithm. - update with respect to the (later-on) explanted and returned ventricular lead: review of the quality documents confirmed a regular device manufacturing. As received the fixation function was blocked due to internal tissue within the helix housing of the lead. After thorough cleaning using a special detergent and using a brush inside the helix housing, the tissue could fully be removed and the fixation mechanism operated as specified. All other electrical, mechanical, and dimensional measurements were within specifications and no manufacturing defect was confirmed during the analysis.

Event description:
On january 9th, 2023, the borea dr, sn (B)(6) was implanted with the leads vega r52, sn (B)(6) , and vega r58 sn (B)(6) and paired the same day to the smartview connect rms, with good electrical values: vega r52 sn (B)(6) , p wave 3,7mv; impedance 478 ohms; threshold at 1,1v to 0,5 ms implanted in heart appendage vega r58 sn (B)(6) r wave 4,6mv; impedance 1370 ohms; threshold at 0,3v to 0,5ms implanted in the septum (attached x ray image). On (B)(6) 2023, the patient went to emergency service of the hospital because of a capture failure. According to the interrogation with the smarttouch on feb, 13, the last remote monitoring transmission was on january 26th because of a v threshold of 2v. It was checked that the device is capturing only at 6 v or with the magnet applied (attached print-outs of measurements at 4v, with magnet and at 6 v). No lead position changes can be seen from the implant moment in the x ray image attached. The physician has decided to admit the patient at hospital awaiting our prompt analysis. The physician is considering to explant the full system. The physician is requesting a fast analysis of this case. Please, be aware that recently several complaints of this customer have been submitted and we would really appreciate a prompt analysis report. On february 16th, a reintervention was performed successfully. The lead vega r58, sn (B)(6), was explanted and replaced by a vega r58, sn (B)(6), that was implanted initially in a apical position with a r wave 12 mv, threshold 0,8 v at 0,4 ms and impedance of 2148 ohms, so it was repositioned to other apical site getting an impedance value of 1136 ohms. Today, february 17th, the pacemaker has been checked obtaining good electrical measurements. As an additional info, during the lead extraction, the physician retracted the screw until he noticed the backwards effect and after that the mechanical operation of the lead was checked on the table and the helix was not fully extracted after performing about 33 turns.